Event description:
Inbound. Patient reports cadd legacy pump alarm 3 times with cadd 100ml cassette lot number 4096351, expiration date 01/29/2026, pump alarmed with no pump message initially then message for clamp tubing. Changed to different pump and new cassette and no further alarms. Cassette available for return. No further details provided.